Event description:
It was reported that the patient was having pleuritic pain since lead implant. The right ventricular (rv) lead was extracted and a new lead was implanted. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).